Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was found to have a broken main tube approximately 35.18 mm from the distal tip. The main tube is broken, and some pieces are missing. However, the size of the missing pieces cannot be confirmed, indicating that a fragment has detached from the instrument. Components adjacent to this broken main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps tip was dislodged, as the tip was pushing the joint. The procedure was completed with no reported injury.